Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 49 year old man had undergone treatment for amics including impella cp and va ECMO support. The patient developed an ischemic liimb in the impella insertion side, which required surgical intervention in the form of fasciotomy and arterial thrombectomy after the ECMO distal perfusion catheter failed due to clotting.

Manufacturer narrative:
H6: health effect - impact code death (f02) was added. Clinical rationale (updated): an impella cp was inserted via the right femoral artery in a 49-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock. The patient was receiving combined mechanical circulatory support with va-ECMO when he developed right lower-extremity ischemia. The antegrade perfusion catheter connected to the side port of the 14 fr impella introducer was noted to be clotted the evening of impella placement, and the patient subsequently lost popliteal and dorsalis pedis pulses. The impella cp was removed; however, ischemia did not resolve with removal. The patient remained on ECMO with left femoral venous drainage and right internal jugular arterial cannulation. Vascular surgery was consulted, and cpk rose significantly from 1924 to 7501 to 15 796, consistent with evolving muscle injury. Operative exploration demonstrated patent iliac and common femoral arteries, but severe spasm of the right superficial femoral artery and thrombotic occlusions of the posterior tibial, anterior tibial, and peroneal arteries. The patient underwent penumbra thrombectomy, restoring posterior tibial patency, followed by medial and lateral below-knee fasciotomies for compartment syndrome. Limb ischemia was considered resolved post-intervention. Despite surgical management, the patient¿s critical condition continued to worsen, and the patient ultimately expired. Based on the information available, the patient¿s limb ischemia is most consistent with thrombotic occlusion and distal arterial spasm in the setting of profound cardiogenic shock, ECMO cannulation, and a clotted antegrade perfusion catheter, rather than a confirmed malfunction of the 14 fr introducer. While device involvement cannot be fully excluded, the event appears more strongly attributable to the patient¿s severe hemodynamic instability, complex mcs configuration, and vascular compromise. No device failure has been identified, and the introducer was not returned for evaluation.

Event description:
Additional clinical evaluation reports an impella cp was inserted via the right femoral artery in a 49-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs) presenting in scai stage e shock. The patient was receiving combined mechanical circulatory support with va-ECMO when he developed right lower-extremity ischemia. The antegrade perfusion catheter connected to the side port of the 14 fr impella introducer was noted to be clotted the evening of impella placement, and the patient subsequently lost popliteal and dorsalis pedis pulses. The impella cp was removed, however, ischemia did not resolve with removal. The patient remained on ECMO with left femoral venous drainage and right internal jugular arterial cannulation. Vascular surgery was consulted, and cpk rose significantly from 1924 to 7501 to 15 796, consistent with evolving muscle injury. Operative exploration demonstrated patent iliac and common femoral arteries, but severe spasm of the right superficial femoral artery and thrombotic occlusions of the posterior tibial, anterior tibial, and peroneal arteries. The patient underwent penumbra thrombectomy, restoring posterior tibial patency, followed by medial and lateral below-knee fasciotomies for compartment syndrome. Limb ischemia was considered resolved post-intervention. Despite surgical management, the patient's critical condition continued to worsen, and the patient ultimately expired. Based on the information available, the patient's limb ischemia is most consistent with thrombotic occlusion and distal arterial spasm in the setting of profound cardiogenic shock, ECMO cannulation, and a clotted antegrade perfusion catheter, rather than a confirmed malfunction of the 14 fr introducer. While device involvement cannot be fully excluded, the event appears more strongly attributable to the patient¿s severe hemodynamic instability, complex mcs configuration, and vascular compromise. No device failure has been identified, and the introducer was not returned for evaluation.

Manufacturer narrative:
B5. Additional event description added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.